Event description:
It was reported that while applying the infusion set for the cartridge and infusion set change, the adhesive backing rolled onto itself during placement, causing difficulty with application; the ilet user obtained a new infusion site and successfully completed the supply change, and the event was associated with an infusion set application/connection issue involving the infusion set component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper application procedure for the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.